Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents and self test. No low battery alert and no failed battery test alarm, however unable to performed the displacement test due to complete broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
It was reported that the customer received low battery alert before a week, failed battery test alarm, and the insulin pump had cracks around the reservoir area. The customer's blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.